Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection was conducted by the repair group and confirmed the anterior arm cover was missing and repaired under repair order (B)(4). The device was manufactured in 2011. The device failures in this complaint have been identified and confirmed. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported the anterior arm cover was missing.